Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. The catheter was not returned. Signs of use were observed on the guidewire. Visual examination revealed the guide wire contained three major kinks and three slight bends on the guidewire. The distal j-bend was severely knotted and misshapen but intact. Microscopic examination of the guide wire confirmed the kinks. Both welds were present and appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The major kinks on the guide wire were located 32mm, 430mm, and 444mm from the proximal weld while the minor bends were located 203mm, 235mm, and 260mm from the proximal weld. The overall length of the guide wire measured 451mm which is within the specifications of 450-458mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of guide wire kinking was confirmed through examination of the returned sample. The returned guide wire was kinked and knotted at the distal, however, the catheter was not returned for analysis. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on these circumstances, undue force likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was entering arterially on patient and when deploying the wire, resistance was met. The physician removed the device and noticed the wire coiled and had a loop on the end. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was entering arterially on patient and when deploying the wire, resistance was met. The physician removed the device and noticed the wire coiled and had a loop on the end. No patient harm was reported. The patient's condition is reported as fine.